Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. Initial reporter. Phone # (B)(6). Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis in both the eyes one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage (predforte) followed by scheduled taper. Patient was asymptomatic.